Manufacturer narrative:
The customer performed a cold restart of the system during remote troubleshooting, after which the connection was re-established. The philips engineer inspected the system on-site and found no malfunction of the wireless footswitch. The wireless footswitch was charged and was reconnected to the base station as a preventive action.

Event description:
It has been reported to philips that the connection between the wireless footswitch and base station was lost. The wifi indicator was solid red. The system was not in clinical use when the issue was identified. No harm has been reported to philips.